Event description:
It was reported through stryker facebook page: "can you explain why I have lateral pain after mako robotic assist knee replacement and no complications after a knee replacement without the robotic assist? "

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.